Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient received a shock from the device. The patient presented in the emergency room with worse symptoms.